Manufacturer narrative:
The subject device was returned to the olympus for evaluation and the customer¿s reported problem was confirmed. The hook on the pull rod was deformed/stretched and fractured. The device has not been repaired in the last year. The investigation is still in progress; therefore, the cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 510(k): k944201.

Event description:
The olympus field service engineer reported the tie rod at the distal end of the customer croceolmi grasping forceps hiq jaws are broken. The customer reported event was found at inspection before use. No death or injury and no impact to patient or other has been reported to olympus. The device is cleaned disinfected and sterilized (cds) with manual clean with enzyme wash and high temperature autoclave sterilization. The customer thinks the problem was due to cds but cannot confirm.

Manufacturer narrative:
Updated fields: h6, h10 corrected fields: h4 (changed from nov 1, 2020 to nov 22, 2021) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to improper handling. The pull rod at the distal end was broken and the pull wire was heavily bent, this kind of fracture indicates the device was subjected to a massive force, which can only occur if the jaws are opened wide. As such, it is unlikely that the breakage and bending occurred during use but likely the device was dropped/fell on a hard surface. Olympus will continue to monitor field performance for this device.